Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.10 ng/ml on a patient. I-stat: 0.10 ng/ml, 0.00 ng/ml (repeat). The customer observed heparin tubes that had been sitting long enough to let the rbcs settle. Fibrin strands and actual clots were observed in some of tubes that were used for I-stat troponin testing. Vista <0.02 ng/ml (lab). The suspected discrepant results were released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).